Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2014 with the following findings: the complaint could not be duplicated or confirmed. The pump was returned with no visible damage to the keypad cover. During testing, all of the keypad buttons were normally responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 it was reported that the keypad buttons are a little delayed. Troubleshooting could not be completed at the time of the initial call. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.